Event description:
A screw, implanted in 2001, broke post-operative and was removed 2 months later. Pt was treated for fusion of l4/s1, diskectomy, bone graft and 2 synthes "translaminar" screws at l4/l5 and 2 at l5/s1. X-ray taken noted the screw to be broken and it was removed during revision surgery in 2001.